Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she had been experiencing low blood glucose levels for two days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer stated that she was bedridden for two weeks prior to the event due to foot surgery. The customer stated that her doctor lowered her basal rates while she was hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.